Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience xpedition device referenced is filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a lesion in the heavily tortuous, heavily calcified, 90% stenosed, proximal circumflex coronary artery. The 2.5x18 mm xience xpedition stent delivery system (sds) failed to cross the target lesion due to the anatomy. The sds was removed without issue and a 2.5x12 mm trek balloon dilatation catheter (bdc), was attempted to be advanced for pre-dilatation; however, it also failed to cross due to the anatomy. Force was used to push the bdc and the proximal shaft separated. The separated portion was removed by hand. An attempt was made again to advance the 2.5x18 sds, the sds failed to cross and the proximal shaft separated. The separated portion was removed by hand. The procedure was discontinued. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. A visual inspection was performed and the reported shaft separation was confirmed. The reported failure to advance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on review of the similar incidents, there is no indication of a lot specific issue. The investigation determined the reported shaft/hypotube separation and noted kinks and bends appear to be related to circumstances of the procedure. It is likely that manipulation during advancement against the heavily tortuous, heavily calcified, 90% stenosed anatomy caused the hypotube to kink resulting in the shaft/hypotube separation. It should be noted that the trek rx and mini trek rx, global instructions for use (IFU), states: treatment of moderately or heavily calcified lesions is considered to be moderate risk, with an expected success rate of 60 - 85 percent, and increases the risk of acute closure, vessel trauma, balloon burst, balloon entrapment, and associated complications. In this case, the deviation of the IFU does appear to have caused/contributed to the reported shaft separation, there is no indication of a product quality issue with respect to manufacture, design or labeling.